Manufacturer narrative:
The reported complaint that the autopulse platform (sn(B)(6) completely stops when switching from 30:2 mode to continuous CPR and will not restart and that the device pauses for 8 to 10 seconds during the breath phase was not confirmed based on the archive review or functional testing. The reported complaint could not be reproduced. Upon visual inspection, no physical damage was observed. During the archive data review, the customer complaint could not be confirmed. Additionally, the archive shows the platform was not used on reported event date. The customer's complaint was not replicated during functional testing.

Event description:
Event #3 the customer reported during patient use, the autopulse platform (sn (B)(6) completely stops when switching from 30:2 mode to continuous CPR and will not restart. Additionally, the device pauses for 8 to 10 seconds during the breath phase. This is significantly longer than the previous breath phase. This issue caused delay as the crew needs to stop what they are doing to fix the issue with the device. However, the crew is trained in bls and switch to manual CPR very quickly to minimize any impact on the patient. No injuries were reported.